Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Pizarro-berdichevsky, j., clifton, m.m., dielubanza, e.j., gill, b.c., okafor, h.t., faris, a.e., rackley, r.r., moore, c.k., vasavada, s.p., goldman, h.b., quirouet, a. And risk factors for sacral nerve stimulator lead breakage at the time of lead revision or explantation. Annual meeting of the society of urodynamics and female urology. Summary: sacral neuromodulation is a highly effective therapy for indicated conditions. Up to 30% of patients will require lead revision within 5 years of implantation. This study investigated lead breakage during removal at our institution. Risk factors for lead breakage during removal were identified. Reported events: 89 female patients with sacral neuromodulation (snm) underwent complete removal of the lead during a lead revision or explantation. Forty-two of these removals occurred more than 37 months since implantation. Additional information has been requested from the corresponding author regarding event dates, product information, alleged issue (reasons for revision/explant), symptoms, troubleshooting, diagnostics, actions/interventions (# revisions vs # explants), patient outcomes, causes/factors, and patient identification, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. No specific device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.